Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient went to the emergency room because he received a reading of 40 with the teladoc's blood glucose meter. The member rechecked his glucose while at the hospital and it was 59 with the teladoc's meter vs 110 with the ER's meter. The patient didn't specify if treatment was provided while at the hospital.